Event description:
No recording on paper. Paper was changed. It ran a short 10 minutes, and then stopped. Paper was removed and then replaced. It still printed "paper out" and was not recording the tracing. It finally started recording after replacing the paper again.